Event description:
It was reported that a total abdominal hysterectomy was performed in 2001. Almost a month later, redness, pain and pressure were noted. About two months after this, wound drainage and suture spiting was noted. Sutures were removed and oral antibiotics were administered.